Manufacturer narrative:
The reported events were insulation damage and lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of insulation damage was confirmed. Visual inspection found the outer lead insulation was twisted consistent with procedural damage. The cause of the reported events of insulation damage was consistent with procedural damage. After cleaning the distal end, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification.

Event description:
During an in-clinic follow-up, insulation damage and dislodgement were observed the right ventricular (rv) lead and were visually confirmed with diagnostic imaging. During the additional surgery, the insulation damage and dislodgement were visually confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.